Manufacturer narrative:
No products were returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The root cause for the reported event of subscapularis failure is determined to be unrelated to the device. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left primary anatomical total shoulder. Subsequently, approximately two years post implantation the patient was converted to a left reverse total shoulder replacement due to subscapularis failure and subluxation of the humeral head; humeral component was found grossly loose. Glenoid component and humeral head were explanted. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. 3 peg mono glen sz 2 item# sagl2022 lot# 64975073 unk palacos cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00080.

Event description:
It was reported that the patient underwent an initial left primary anatomical total shoulder replacement approximately 2 years ago. Subsequently, approximately one month ago the patient was converted to a left reverse total shoulder replacement due to subscapularis failure and subluxation of the humeral head; humeral component was found grossly loose. Glenoid component and humeral head were explanted. Diligence is complete and additional information on the reported event is unavailable at this time.